Manufacturer narrative:
H.6. Investigation: one sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed no visible damage to the pen. The pen was tested for volumetric dose accuracy per it1172. All doses were within specification, and the pen functioned as intended. An injection sequence was executed using a 31g x 5mm bd pen needle and placebo cartridge. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that a bd¿ pen ii omnitrope was used to delivery the medication, and there seemed to be too much left in cartridge on some days and too little left in the cartridges on the other days.

Manufacturer narrative:
The manufacturing location for this product is (B)(4) this site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ pen ii omnitrope was used to delivery the medication, and there seemed to be too much left in cartridge on some days and too little left in the cartridges on the other days.